Manufacturer narrative:
(B)(6).

Event description:
The customer reported the patient circuit test failed with diagnostic code 2129. The fse reported an excessive leak. The customer reported there was no patient involvement.